Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 5 mg/ml at .28 mg/day via an implantable pump for unknown indications for use. It was reported that the patient was complaining of increased pain and there was a refill with expected volume of 2 ml and there was actually 14 mls. It was unknown if there were any environmental/external/patient factors that had led or contributed to the issue. Diagnostics/troubleshooting performed included an attempted catheter access port (cap) without success. The rep reported that the pump segment was removed and attempted to aspirate the catheter without success, so the doctor pushed saline through the catheter (which was equivalent to 0.95 mg of morphine) and stated that he felt resistance then was able to push the saline through the catheter and after that got good flow and positive flow upon aspiration. The doctor then attached a new pump segment to the previous catheter and pump and closed. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but would not be made available due to legal/confidential reasons.